Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction is listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the patient presented with elevated enzymes diagnosed as non st elevation myocardial infarction. The xience stent was implanted the following day with out pre-dilatation. It should be noted that the IFU states that the safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. Additionally, the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, it is unknown if this contributed to the reported event.

Event description:
It was reported that the patient presented on (B)(6) 2008, with elevated enzymes diagnosed as a non-st elevation myocardial infarction. On (B)(6) 2008, a xience v stent was direct stented in the proximal right coronary artery (prca). On (B)(6) 2008, enzymes continued to rise; however, the patient was discharged to home. On (B)(6) 2008, the patient woke up experiencing difficulty breathing and was hospitalized. Enzymes remained elevated, but there was no diagnosis of a myocardial infarction. Subsequent to receipt of this information, the post-procedure enzyme elevation was determined to be a myocardial infarction of the target vessel and the difficulty breathing was determined to be a myocardial infarction, but undetermined if related to the target vessel. There was no additional information provided.